Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. Investigation: no photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified, and the root cause could not be determined. A device history record could not be evaluated as the lot number is unknown. We would be very interested in examining product that does not meet your expectations and our quality standards. Based on the verbatim, the probable root cause for the reported condition of this complaint could be due to a valve issue that was related to eto sterilization. A CAPA, corrective and preventative action plan, and product recall was initiated for venflon pro safety product sterilized using eto. However, as the batch number is unknown for this complaint, the sterilization mode of this complaint cannot be confirmed. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis of the affected device. Examination of the product involved may provide clarification as to the cause for the reported failure. We regret any inconveniences this incident may have caused you and your facility. Information will be captured on trend reports and monitored. Our business regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd venflon¿ pro safety peripheral safety IV catheter, the device experienced leakage. The following information was provided by the initial reporter. The customer stated: leakage from the peripheral venous catheter placed on the patient. Placement of a syringe to compensate for the leakage and change of catheter in post-surgery.